Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and stent dislodgement were confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for balloon ruptures or for stent dislodgement reported from this lot. The reported patient effects of dissection of the coronary artery is listed in the xience prime ce everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that using a radial artery access approach during a procedure of the heavily calcified, heavily tortuous, mid left anterior descending (mlad) artery the 2.0 x 20 mm mini trek balloon dilatation catheter (bdc) and a 2.5 x 15 mm trek bdc were advanced but neither device could cross the lesion. The device(s) were removed without reported issue. A 2.75 x 18 mm xience xpedition stent delivery system (sds) was advanced several times but could not cross the lesion and was bent; during pulling back and forth the sds proximal shaft became separated and the sds was removed separately from the anatomy. A 2.75 x 18 mm xience prime sds was advanced to the lesion and during the first inflation attempt at 16 atmosphere (atm) the balloon ruptured and the stent became dislodged in the proximal lad vessel and was implanted. A 2.75 x 18 mm non-abbott stent was implanted without residual stenosis, however, a type b dissection was noted but it was not clear when it occurred. The percutaneous transluminal intervention with the stent implantation was completed without reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.